Event description:
The following has been reported: problem:sensor not working action:new upstream sensor installed resolution:device functions as intended reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.